Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate advia centaur instrument and resulted lower. The sample was then recentrifuged and rerun on both the advia centaur xp and the advia centaur instruments, resulting lower on both. The rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The tsc specialist offered to have service sent to the site, and the customer declined. The issue was isolated to sample t2448639. There were no other discordant patient results and quality controls were within range. The sample had resulted as expected upon repeat testing on the same instrument after being recentrifuged. The cause of the discordant, falsely elevated troponin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.